Manufacturer narrative:
The failure investigation has been completed and the alleged wake button stuck issues were verified. Additionally, the alleged touch screen unresponsive issue could not be verified.

Event description:
It was reported that the wake button was sticking. Additionally, the touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.